Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving morfina 10.00 mcg/ml at a dose of 5.996 mcg/day, simple continuous, via an implantable pump. The patient's medical history was reported as none and the concomitant medications were not obtainable. On (B)(6) 2016 during normal use, a "bomb" refill was held and after this procedure the pump began to alarm. Telemetry was performed and it was verified that the "bomb was stopped running". The pump logs indicated a motor stall had occurred. The patient was admitted to the hospital for the supply drug and remained hospitalized at the time of the report. Also, at the time of the report that the patient's status was reported as alive-with injury, temporary injury, specifically drug abstinence and underdose symptoms. A "report system" was held and a pump rotor test. It was unknown if there were any environmental, external, or patient factors that led or contributed to the event. The issue was not resolved at the time of the report and the pump remained implanted and in-service.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 further information was received in which it was reported that the reporter had only the information sent by the doctor. It was reported that the doctor reported that the pump stopped, he performed the rotor test ¿and report¿ verifying that the pump was stopped. In this procedure, the reporter was not present. ¿the patient data did not obtain because the same when implanted the atomic bomb 1 time was provided by the distributor who has not distribute the products anymore¿. As reported the ¿sample¿ would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.